Event description:
During cardiopulmonary bypass, the perfusionist attempted to adjust the sucker pump speed. When slightly adjusted from 30 rpm, the pump suddenly rose to 250 rpm. A replacement pump was used for the remainder of the procedure. There was no injury to the patient.